Event description:
A peritoneal dialysis registered nurse (pdrn) contacted baxter product surveillance on(B)(6) 2012. She reported that this homechoice patient (hp) had presented to the clinic with symptoms of infection and cloudy effluent and had been diagnosed with peritonitis on (B)(6) 2012. The patient was treated with ceftazidime and cefazolin (dose, frequency, and route not reported) for the event of peritonitis. At the time of this report the hp has not been hospitalized for this event. The hp is recovering from this peritonitis event. The pdrn stated that the cause of the peritonitis was unknown, but suspected that it was related to the baxter products or solutions as the clinic had seven patients diagnosed with peritonitis in (B)(6).

Manufacturer narrative:
(B)(4). This report is regarding patient 1 of the 7 mentioned peritonitis patients. This is report 2 of 2 for this peritonitis event. The sample is not available. The specific product code for the minicap transfer set is unknown; however the brand name, manufacturing facility and 510k number will be provided in the MDR. A batch review was conducted on potentially associated lots 5c4482, lot number (h11h18044) and 5c4483, lot number (h11k01037) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Follow up information was received by global pharmacovigilance (gpv) from the peritoneal dialysis registered nurse(pdrn) on (B)(4) 2012. The pdrn stated that the homechoice patient (hp) was not hospitalized for this peritonitis event. A peritoneal effluent cell count was completed on 25 may 2012 prior to the start of antibiotic therapy. The peritoneal effluent cell count showed a white blood cell count (wbc) of 3425. The differential was 82% neutrophils, 3% lymphocytes and 14% monocytes. The peritoneal effluent culture was positive for staphylococcus. The hp was treated with cefazolin (1gram, ip, daily x21 days) and ceftazidime (1gram, ip, daily x21 days).